Manufacturer narrative:
Device mfg date has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed, and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A caregiver called abbott diabetes care on behalf of a customer ((B)(6)) to report that customer receiving low reading issues while wearing an adc freestyle libre sensor compared to a built-in meter. A sensor scan of 45 mg/dl and 51 mg/dl were received compared to capillary test results of 196 mg/dl and 210 mg/dl. No symptoms were seen as the customer was sleeping and was treated with insulin (dose/type unknown) injection by a non-hcp. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver called abbott diabetes care on behalf of a customer ((B)(6) years-old child) to report that customer receiving low reading issues while wearing an adc freestyle libre sensor compared to a built-in meter. A sensor scan of 45 mg/dl and 51 mg/dl were received compared to capillary test results of 196 mg/dl and 210 mg/dl. No symptoms were seen as the customer was sleeping and was treated with insulin (dose/type unknown) injection by a non-hcp. No further treatment was reported. There was no report of death or permanent impairment associated with this event.